Event description:
Information was received from a patient regarding an external device. The reason for call was starting maybe 3 weeks ago the patient was having problems with the recharger. It was slow charging the implanted neurostimulator and now it was starting to heat up and the paddle was almost burning the patient's back. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) ; product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna failure with poor recharge quality message, rtm never got hot after running it for 10 mins. And visual observation as white arrow rubbing off. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.